Manufacturer narrative:
(B)(4). Evaluation results: a visual inspection of the returned product found piece of optic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens was torn during insertion into the eye. Lens was removed with no patient injury. Cause of incident was due to loading error by the surgeon. A competitor's lens was implanted.